Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient called in because their therapy stopped while they were eating dinner. Reviewed how to charge ins. Patient said they wanted to check the ins. Patient was able to communicate w/ the ins and turn stim on. Patient got a message that the ins battery was low. Reviewed patient needs to charge ins. Patient rep called back and stated that the patient's ins has still not been charged and the low battery message is still presenting in the therapy app. Patient was able to maintain a connection and begin a charging session after performing the hard reset.